Event description:
Event description cpi received information that this endotak transvenous defibrillation lead and implantable cardioverter defibrillator were removed from service. After an adequate episode, the ICD displayed a shock impedance of <10 ohms. During the explant procedure the lead was noted to have insulation damage near the is-1connector and the ICD was damaged. It is unknown if the damage occurred at the procedure.